Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0213525589, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) wound site had opened and became infected. The patient¿s general practitioner started the patient on antibiotics and their surgeon removed the patient¿s ins and lead. It was noted the surgeon decided to allow the patient time to recover from the infection before implanting the new ins and lead on the contralateral side in 1.5 weeks. The issue was unresolved at the time of report as the patient was recovering from their infection. The patient was over-nighted in the hospital and it was planned to rebook the patient to have a new ins and lead implanted. There were no further complications reported or anticipated.